Event description:
It was reported that the patient experienced cardiac arrest. Both the right atrial (ra) lead and right ventricular (rv) lead experienced loss of capture. It was also noted that the patient had various lab abnormalities at the time of the arrest, including acidosis. Cardiopulmonary resuscitation (CPR) was performed and the patient underwent an extracorporeal membrane oxygenation (ECMO). The leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.